Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit shows up and down movement in the lock, the disk ratchet has moved, requiring it to be replaced. To resolve the noted issues, all worn components will be replaced with new parts along with general maintenance and cleaning. Root cause analysis: the complaint is confirmed via inspection of the unit. The unit has movement in the lock, and the disk ratchet has moved. The probable root cause is routine use and wear of the unit. Additionally, improper or suboptimal placement of the skull clamp can contribute to movement of slippage of the patient. No further investigation is required beyond the repairs based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that mayfield composite series skull clamp (a3059) was used for a cervical fusion, and the rotation lock slipped causing laceration to the patient. The laceration was stapled by the surgeon, and the patient was subsequently discharged from the hospital. There was no surgical delay.